Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, implanted: (B)(6) 2012; 6947m62 implantable tachy lead, implanted: (B)(6) 2012; 429688 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 86% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a competitor company with no information. Information identified in the paperwork indicated the patient died approximately 11 months post implant of the ICD system. A cause of death was requested and not received.